Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cable was damaged ) has been confirmed. Upon investigation the electrode belt trunk cable was pulled from the strain relief and missing. Additionally, the j702 connector was pulled and cracked distribution node pca. The root cause for severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.